Event description:
Genie light had detached from the ceiling mount and fallen. Based attached to the ceiling mount buckled and three of the four screws were still in the mount. Light was being held up by tables and other equipment.